Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. A review of the further investigation noted there is enough evidence to support that the device was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The device is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of aug 2017 through jul 2019, was noted an outlier in november 2017. An additional analysis was performed to determine any pattern or any similarities. It was found that people were trained in the corresponding procedure. Also, calibrations, maintenance and validations of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month was reviewed and no issues, deviations or ncs were found associated to either event. There is not an adverse trend for this type of event no corrective action is deemed necessary at this time. The events of seroma and infection, late onset, are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was due to seroma and infection. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported developing a ¿strong infection,¿ on the right side while breast feeding, about 5 years following implant surgery. Patient had a ¿high fever¿ and ¿pcr infection level in 257¿ was detected. Patient was treated with antibiotics and 2 ¿punctures¿ which caused bleeding. Liquid and a ¿bacterial colony¿ was found around the implant. The device has been explanted.